Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 5. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.